Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer reported experiencing sweating and was unable to self-treating, requiring treatment of dates, honey, and fruit juice by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.